Manufacturer narrative:
Investigation summary: a review of the complaint history, documentation, instructions for use, specifications, drawing, quality control, manufacturing investigation and a visual inspection of the returned device was conducted during the investigation. One ultrathane mac-loc locking loop multipurpose drainage catheter was returned in opened and used condition with apparent biomatter. There was a material rupture approximately 11 cm from the distal end of the catheter shaft. The material in the area of rupture appeared to have been twisting, which is what may have caused the rupture either during insertion or while inside the patient. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record and related complaints could not be performed as no lot number was provided. There was no evidence to suggest all items in the lot or similar devices in house are nonconforming/defective. A potential root cause for the material rupture in the catheter could be twisting of the catheter during insertion or while inserted in the patient. It is also possible that this failure mode resulted from a defect in the tubing that the catheter is manufactured from. The failure mode described in the complaint may also have been a result of use of the flexible stiffener or stiffening cannula during insertion. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined and is therefore inconclusive. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, while placing a replacement kidney drain, it was discovered that the drain was broken. The circumstances surrounding the handling and usage of the device are unknown. The drain was reportedly safely removed and replaced with a new drain. No adverse events or additionally required procedures were alleged by the customer.